Event description:
Additional information was received from the patient. In (B)(6) 2015, patient reports swelling, redness, and reported a rash as reported previously. At the implantable neurostimulator (ins) site, patient reports it being swollen, it had a fever in it, it hurt like crazy, and it still hurts even after explanting the device. Patient had spots as a big as a quarter and their hair comes out and there is junk in them and, to this day, the patient still breaks out. Patient said their right foot and leg were so swollen, it didn't go away, it got worse. The consumer has been to the infectious disease department who told the patient their thyroid was okay and they didn't have(B)(6) . Patient will follow up with their healthcare provider (hcp) to determine next steps. On (B)(6) 2016, the patient had a total device explant because they were having problems with it and was allergic to it. Now, the patient wants to know what components are in the ins. The material components that the patient comes into contact with were reviewed. In (B)(6) 2017, the patient went to the hospital and was told they had a staph infection. They were put on 3 different antibiotics through an IV and the patient states they were worse coming out of the hospital than they were going in. Patient's right foot and right leg were so swollen, it didn't go away, and it actually got worse. Now, the patient has deep scars on their legs and is doing okay. To this day, patient still has places that come up that are red, itch, and has stuff inside of them, but nobody can tell her what it is. Additional information was received from the patient. Patient was not reimplanted with a device and thinks the symptoms that happened with their device/therapy led to the symptoms they are experiencing now. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her body was rejecting the device. She had itching around the rectum and vagina and had a rash down both legs. The patient wanted the device removed. This occurred in (B)(6)2015. The indication-for-use (IFU) was fecal incontinence and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information was received from the patient on 2017-04-27. In (B)(6) 2015, patient reports swelling, redness, and reported a rash as reported previously. At the implantable neurostimulator (ins) site, patient reports it being swollen, it had a fever in it, it hurt like crazy, and it still hurts even after explanting the device. Patient had spots as a big as a quarter and their hair comes out and there is junk in them and, to this day, the patient still breaks out. Patient said their right foot and leg were so swollen, it didn't go away, it got worse. The consumer has been to the infectious disease department who told the patient their thyroid was okay and they didn't have hiv. Patient will follow up with their healthcare provider (hcp) to determine next steps. On (B)(6)2016, the patient had a total device explant because they were having problems with it and was allergic to it. Now, the patient wants to know what components are in the ins. The material components that the patient comes into contact with were reviewed. In (B)(6)2017, the patient went to the hospital and was told they had a staph infection. They were put on 3 different antibiotics through an IV and the patient states they were worse coming out of the hospital than they were going in. Patient's right foot and right leg were so swollen, it didn't go away, and it actually got worse. Now, the patient has deep scars on their legs and is doing okay. To this day, patient still has places that come up that are red, itch, and has stuff inside of them, but nobody can tell her what it is. Additional information was received from the patient. Patient was not reimplanted with a device and thinks the symptoms that happened with their device/therapy led to the symptoms they are experiencing now. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they have experienced pain in left hip since received the implant and said that the hcp put it in the wrong place. Patient said that in 2016 the hcp removed the battery however said that they left the wires in. Patient said that they are allergic to it and it is killing them. Patient said that their insurance will pay for someone to perform exploratory surgery to determine why their hip hurts, however hasn't been able to find anyone. When asked, patient said that the hcp did not inform the patient that the wires were left in and the office will not accept them as a patient anymore. Patient said has had x-rays, mris and the technician that performed an ultrasound said that they saw a dark spot and something that might be a wire. Patient thought they had two implants however only one listed in records and patient said they only had one patient programmer. Patient also mentioned that since implant they have had e-coli in the kidneys. Patient said that their left hip hurts like crazy, is swollen, said has a fever in it and can't walk. Patient also said they have sweating episodes from the neck up, and sweats like crazy even in the winter. Patient said has had sores all over them and over their head and back of leg where could see the tissue. Patient said that sometimes the sores will fester up and hurt however hasn't in a year. Patient would like assistance in finding a doctor to remove the wire to determine why their hip hurts. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Correction to show hospitalization for serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their legs were so weak they could hardly walk. Their mouth gets so dry, and the patient's mouth got dry during the call. Their pee stinks really bad. Caller noted a continuation/recurrence of pee stinking with recent occurrences 'now it's starting to smell again.' It was asked if this was related to a uti and the patient said no. Patient went shopping and when they got home their leg was swollen and hurt so bad they couldn't mash the gas/brake buttons on their car. Caller said that was killing them and it was affecting all of their organs and said the ins was completely removed, but thought there was something they were allergic to or something leaked out. Caller reported they were in the hospital for 4 days. Their foot and leg were swollen to twice the size, patient said they also had sores on hips and legs. Caller reported the 3rd antibiotic was given "put them under" and they didn't know if they were going to make it. Caller noted pre-existing sensitivity to antibiotics that ran in their family. Patient noted they were sensitive to anything/antibiotics. Symptoms have been continuously going from event date to current day. Caller is seeing dermatologist and still running to urologist, but they didn't want any part of it. Caller has had an ultrasound, but no systems were found. Caller re-reviewed that symptoms began 2-3 weeks after the time they tore their meniscus after patient began walking/doing a bike 3 miles a day for therapy. Patient called back with additional information about previously reported events. Rash on their legs, sores, their vagina a rectum were still itching like crazy, their hip was still swollen and hurt like crazy. Caller didn't know if they were allergic to something or it battery leaked into hip. Patient didn't know of any ins exterior being compromised. Caller believes total system was explanted. Caller stated the health care professional would not give them their implant and thought it had been sent in for analysis. There was no documentation of returned product. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient¿s walking problem has not been resolved; they still can¿t walk or put any weight on their left hip. It was clarified that they were in the hospital for 4 days because of their feet and legs being swollen, and ¿rash they hurt.¿ no further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Removed device code (B)(4) as it no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient gained 25 pounds after removal of the device. They stated that there was no heating, but they started walking two weeks after having the implant put in and they started to break out with a rash and had little blisters on their leg, vagina and rectum, which hurt.

Manufacturer narrative:
Show as adverse event and product problem. If information is provided in the future, a supplemental report will be issued.